Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data indicates that the pod completed both its first and second priming sequences and was deactivated at (B)(4) pulses. No damages or defects were observed that would result in a needle mechanism failure. In addition, inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data did not show any timeouts or drive stalls. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   Changing your pod.   Chapter 3 / page 34.  Warnings:   check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.  Checking your blood glucose.   Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient realized the cannula was not properly seated in the infusion site (leg); it was also realized the pink slide did not move forward, which indicates a needle mechanism failure occurred. As treatment, a new pod was applied and a correction was delivered.